Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During ventilation the ventilator went into safety mode and alarmed with respective tfs. During safety mode, the ventilation is not interrupted but the device must be either re-started or exchanged. The patient could be transferred to a different ventilator in a planned manner and the device alarms consequently about the safety mode. In the present case, the patient was bagged and exchanged to another device. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a software issue.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "customer reported a hamilton-c1 ventilator went into safety mode while on a patient. The patient was not harmed and is doing well. The vent was disconnected from the patient and manual venting was administered. The biomed has request a field tech to come and evaluate the vent." (2) health impact: no clinical signs, symptoms or conditions & additional device was required.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer reported a hamilton-c1 ventilator went into safety mode while on a patient. The patient was not harmed and is doing well. The vent was disconnected from the patient and manual venting was administered. The biomed has request a field tech to come and evaluate the vent.". Health impact: no clinical signs, symptoms or conditions & additional device was required.